Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 297 mg/dl (left hand), 123mg/dl (right hand), 210mg/dl (left hand), 130mg/dl (right hand). Tests were done <10 minutes apart with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.